Event description:
It was reported that the (1) ems was used during a laparoscopic hernia procedure. It was reported that the device was empty, it had no staples. The case was completed with another instrument. There was no pt consequence.